Event description:
Related MFR report number: 2017865-2024-34237 it was reported that after the implant procedure that the patient was dropping beats. Device interrogation revealed high capture threshold and loss of capture on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The physician suspected ICD header problem. The physician elected to explant and replace the ICD and to cap and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction: d6b - date of explant - should have been left blank as the lead was capped.